Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information received confirmed that the inside pouch which contains the lens was opened, that it was not sealed. Although, the serial number of the device was not provided; however, the manufacture and expiration dates of the device was provided by the reporter, but this information inadvertently was not captured in the initial MDR report. Therefore, the information has been included in this supplemental MDR report and the following fields were updated accordingly: expiration date: 1/30/2023, device manufacture date: 1/30/2018. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. (B)(6). The device was not returned for analysis. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that when the plastic wrapping paper of the intraocular lens, model ar40e was opened, the internal package of the lens was found to be open. The reporter stated that the lens was contaminated and could not be used. No additional information was provided.